Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the joint on the dual fork is failing. It was cofirmed by photographic evidence the connection between double fork was loose. We decided to report the issue in abundance of caution as loose connection could lead to detachment of fork with headlight and as a result of that, could lead to serious injury. Based on an information gathered, the device has been repaired. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter experts at the manufacturers. As they stated, the root cause of this incident is due to the loosening of one of the screws. The reason of these loosened screws remains unknown because it is glued with loctite 222 during assembly in factory. Once the manipulation of the lights is detected as abnormal by the user, a repair must be done as soon as possible. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the joint on the dual fork is failing. It was cofirmed by photographic evidence the connection between double fork was loose. We decided to report the issue in abundance of caution as loose connection could lead to detachment of fork with headlight and as a result of that, could lead to serious injury.

Manufacturer narrative:
Event site name: (B)(6). Initial reporter was bio med. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.